Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka). Blood glucose (bg) values that reached over 400 mg/dl while wearing the pod between 4 and 24 hours in the arm. The patient was transferred to the intensive care unit (ICU) at a bigger hospital. Symptoms included hyperglycemia, urine ketones, nausea and vomiting. For treatment, the patient was given fluids and an insulin drip. The patient was discharged after nearly a day. The pod was removed at the hospital, and the cannula was found to be bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.